Event description:
Pt was treated during november of 2003. Thermage was notified of event in 04. Pt developed trench like valley below left cheek at two months post treatment. Also has some waffling on right side temple region. Most current follow-up 09/2004, dr has not responded since last correspondence, june 2004, and request for additional info.